Manufacturer narrative:
D3: address corrected. H3: one device was received for analysis. No service history was reported. The reported issue could not be confirmed with visual inspection per performance verification testing (pvt). The cause of the reported issue was a damaged air detector. The air detector was replaced to fix the issue. A performance verification test (pvt) was performed, and the unit passed all testing criteria.

Event description:
It was reported that the pump exhibited an air in line alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.